Event description:
Customer reported fluid leaked from pump segment during an infusion of chemo. Pump beeped, user opened door and was "squirted" with chemo. No harm to pt, user was exposed to chemo. User was treated to employee health and had lab work drawn. Customer states user's labs will be drawn for 6 months after exposure.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for eval.